Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 16692047.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.